Manufacturer narrative:
Additional issues were found during the device evaluation. The adhesive around the objective lens had wear. The adhesive on the bending section cover was detached. The connecting tube, scope cover, grip, switch box, universal cord, scope connector, and plastic distal end cover had a scratch. The suction cylinder and forceps channel port were shaved. The electrical connector had corrosion. The bending tube was deformed. Due to wear of the angle wire, the bending angle in up/down/left/right direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down/left/right knob was out of the standard value. Due to clogging of the nozzle, water removal ability did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, it was noted the forceps elevator on the evis exera duodenovideoscope had foreign material due to insufficient or incorrect reprocessing. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling or insufficient reprocessing. The event can be detected by following the instructions for use (IFU) which state: IFU (reprocessing manual) says about infection risk caused by insufficient reprocessing as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps elevator has foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.